Manufacturer narrative:
Investigation included device evaluation and review of manufacturing and service records. Investigation of this case revealed no device malfunction replicated during assessment and no anomalies in production or service history. It was concluded that the device performance was consistent with specifications and no product deficiency was identified.

Event description:
It was reported that a hardware issue occurred in which the ilet sleep/wake button was unresponsive and the device was returned by the patient, with a concurrent need for cgm calibration. Symptoms included no reported clinical effects. Outcomes included no impact on the patient¿s activities of daily living and no medical intervention.